Event description:
It was reported that prior to start of da vinci-assisted hysterectomy malignant surgical procedure, the customer experienced error 40067 on armnet 2, with errors ranging across the setup joint but first appearing on the distal patient-clearance section. The customer received phone assistance from the technical service engineer (tse). Tse reviewed the error logs and noted associated errors including a brake state mismatch on the distal setup joint and a communication error on the armnet mode, as well as a node not present condition. The customer reported that power cycling the da vinci system cleared the error briefly at startup before it returned; after a second power cycle and emergency power-off of the surgeon side console, the system powered up without fault. The customer planned to attempt docking and to start the surgical procedure, with understanding that the error could recur. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the distal setup joint (suj), proximal suj, and the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product to perform failure analysis. Failure analysis investigations did confirm but not replicate the customer complaint "40067 error". In logs, error 40067 was confirmed starting on the distal suj, indicating that the arm reported a communication error. Error 32097 and 1166 were also confirmed, indicating that the act board reported maxis and communication errors. Upon visual inspection no issues were found related to the reported event. The distal was installed onto a golden system where no faults occurred in normal mode and the suj functioned as expected. It was tested on a patient fixture test platform (pftp) where it passed all relevant testing. Based on these findings, failure analysis determined that the axes controller tornado (act) board is the potential root causes for this issue.